Event description:
The claimant had a wire from the interdental break off and get stuck in his gums. He went to dentist and it cost (B)(6) to get the wire out of gums. Guest is seeking compensation for the dentist visit. He also had a second brush in the package break.